Event description:
Same case as manufacturer's report#6000093-2006-00910 tap- it was reported that 184 days after implantation of a 2.75x20 mm and a 2.75x12 mm taxus express2 drug eluting stent ans in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descendiing artery (lad). A pre-intervention stenosis of 95% was reported. The lesion was pre-dilated with a 2.0x15 mm sprinter balloon. A 2.75x20 mm taxus stent was deployed and a post-intervention stenosis of 0% was reported. A thrombus was noted in the mid lad and a thrombectomy was performed. A "residual thrombus and/or dissection" in the mid lad and timi I-ii flow in the distal lad was noted. The mid lad was stented with a 2.75x12 mm taxus stent. A post-intervention stenosis of 0% was rported. Complications were reported as :none." No information was rported concerning the pt's condition. The pt presented 184 days after the initial procedure with a 90% in-stent restenosis in the proximal and mid lad. An atherectomy of the ostial and proximal lad was performed, followed by deployement if a 3.0x20 mm taxus stent. A 2.75x12mm taxus stent was deployed in the mid lad. A residual stenosis of 0% was reported in both vessel regions. The pt received integrillin during the procedure. The pt was reorted to be in stable condition without complications.